Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the generator change, the physician inspected and noted an insulation breach on the right ventricular lead. The physician suspected lead to can abrasion. There were no other electrical anomalies. The physician successfully repaired the abrasion site and wrapped a suture sleeve around the lead. Patient was stable before, during and after the procedure.